Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. The device was returned mated with sheath along with header bag. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The tamping tube was exposed past the green tamping marker. The remnants collagen was present at the distal tip of the tamping tube. The anchor could not be located and was detached from the suture. Additionally, the button was stiff, and the suture release button had not been properly deployed based on the returned device. No other visual anomalies were noted. Functional testing was performed, and the button was pressed; the suture unwound as intended. No functional anomalies were noted. The device was disassembled, and the gearbox assembly was inspected. The rack was completely advanced to the distal position. The gears appeared properly seated within the upper and lower gear plate. The suture could be seen tethered to the suture stake. No gross anomalies were noted with the gearbox assembly. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that that the collagen was over tamped which may have led to anchor detachment/deformation and collagen tearing. It is likely an excessive withdrawal forces experienced due to the suture not unspooling which in turn occurred due to failure to push and hold the suture release button on the handle. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio- seal device failed. All went as expected when using the device until at the point of sealing the puncture they did not feel that the foot plate/anchor existed. Manual compression was used to close. It was a right lower limb angiogram and proceed. Additional information was received on 17mar2020. A 6fr sheath was used. The vessel was assessed with an ultrasound prior to puncture, and the artery was appropriate. The artery was then punctured with ultrasound guidance. They them performed the normal angiographic imaging for the case as per required for diagnosis and following intervention. They inserted the angio-seal as described; however, when they pulled back there was no resistance and the device all came out. The patient was in stable condition. There was no blood loss greater than 250cc. Everything came out that was attached; however, they never saw a foot plate.